Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor had no telemetry with the implantable cardiac monitor (icm).  It was determined that the pat ient only had this new monitor plugged in for ten minutes and did not received a low battery error code. The patient was instructed to place the reader over t-shirt. There was a blue solid light on reader but no green light, no bar on monitor was also observed. The patient was referred to clinic although patient would not allow monitor to charge full hour and try again. The remote monitor remains in use. The icm remains in the patient. No patient complications have been reported as a result of this event.